Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the bent and dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose to 271 mg/dl (15.1 mmol/l) while wearing the pod between 5 and 24 hours. When the pod reportedly was coming loose and falling off from the infusion site of the abdomen, the pod's cannula was found bent and dislodged. As treatment, a new pod was applied.